Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "mr. (B)(6) stated that during pm testing, 4 power adaptors were broken. No other information provided. Patient involvement: no. Delay in therapy :no. Need for medical intervention :no. Human harm: no. "